Event description:
It was reported that a symptomatic patient presented for a follow-up with her device in backup vvi mode. A user download did not restore the device. The hardware elective replacement indicator (eri) byte was checked, and an "operation failed" message was displayed. After several unsuccessful attempts at communicating with the device, it was determined that further troubleshooting could not be performed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The product code could not be downloaded due to battery voltage at end-of-life (eol). After replacing the battery and downloading the product code the device functioned normally.